Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of high levels of ammonia and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had high levels of ammonia which caused peritonitis (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. The nurse medically confirmed this report. On an unreported date in 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 12a17h25, 12a17h25, and 12a17h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.